Event description:
It was reported to boston scientific corporation in 2009, an autotome rx sphincterotome was used during a procedure in 2009. According to the complaint, the wire was already bent prior to use. A new device was used and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.